Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device shut down while in use on a patient due to a 35 volt supply failed reference failure. There was no patient harm.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) confirmed the reported issue. Resolution and disposition: the fse replaced the power management board to address the reported issue. The device successfully passed performance specification testing. Patient user/involvement: patient information was requested and the customer refused, reporting the information is confidential.

Manufacturer narrative:
Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. The 111b error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).